Event description:
This person was sitting in this chair while performing procedure. The back of the chair went backwards. This may have caused this person to hit his back and head on the cabinet doors behind him. There is an alleged injury to back and head of this person. MFR asked to come and check the chair. Used for neurosurgical procedures.